Event description:
According to the distributor report, dermabond topical skin adhesive was used to close a laceration on the arm near the wrist 2 days prior to event date. The wound was less than 1 cm long. The pt returned on event date because the wound had dehisced. Steri-strips was applied to close the wound. No additional information regarding the patient's status was provided.